Event description:
It was reported that the patient had been experiencing intermittent bradycardia, hypotension, sudden acute loss of reflexes and tone, and unresponsiveness for 3 years. However, per a different reporter, the patient had been experiencing, hypotonia, bradycardia, and being obtunded for 6 years. The patient¿s mother had been telling the healthcare provider (hcp) about these symptoms, but no hcp witnessed them until recently. The patient had a very high clonus tone and then was suddenly totally flaccid. No withdrawal symptoms were observed, only overdose symptoms. A consulting hcp was suspecting intermittent catheter kinking or some other device issue. They believed that when the catheter became unkinked, the patient would get a bolus and the kinking did not occur long enough for the patient to experience withdrawal symptoms. It was noted that the catheter tip was placed at t2. In the past, a ¿pumpogram¿ was done, but it was performed when the patient was not experiencing any symptoms so they never found any device issues. No issues were observed when the pump was refilled. Everything seemed normal with that. The patient also had an MRI done and they thought they saw a hypodensity area at the tip of the catheter. The reporter inquired about what was at the end of the catheter. On (B)(6) 2014, the pump drug was changed from unknown baclofen to gablofen. The patient was on a complicated flex dosing programming. Additional information indicated that, per the managing hcp, there was no pump or catheter problem. The patient¿s pump had been worked up with a CT scan and fluoroscopy and was working well. The patient was recently in another hospital where they described the patient¿s symptoms as secondary to baclofen. The patient was transferred to his current managing hcp. Since the pump was due for a replacement in the next year, it was agreed upon to replace the whole system. At the time of the initial report, the pump elective replacement indicator (eri) was to occur in 10 months. Following the system replacement on (B)(6) 2014, the patient had another similar event. The hcp felt that this was severe dysautonomia or brain stem seizures. The device system was used to deliver gablofen. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179582008, implanted: (B)(6) 2009, product type: catheter. (B)(4).